Event description:
It was reported that the customer had high blood glucose levels of 214 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was only being used for glucose monitoring purposes and not for insulin delivery. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window corners and on the case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.